Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the up/down buttons on the infusion device are damaged. Pt reported changing the battery in the infusion device. Pt stated the infusion device displayed an e8 (power interrupt) error message afterwards. Pt reported being unable to confirm the alarm. Pt reported the check button on the infusion device is not responding. Pt stated blood glucose levels are okay. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.